Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set was leaking at the site. The infusion set had been in use for 4 or 5 days and then start leaking. No further information available.